Event description:
The patient's pain was at zero; however, he had not been able to urinate following implant the day before. The patient was also vomiting. The patient was admitted to the ER and his status was noted to be fair. The patient was catheterized. They thought the pump dose could be too high. They planned to decrease the dose. The device system was used to deliver morphine. It was noted that the patient had some trouble with urinating during the trial prior to implant. Additional information has been requested a follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).